Event description:
The customer observed falsely elevated potassium results while using the architect c16000 process module. The customer provided the following results (mmol/l): initial 9.97, retest 5.10. No impact to patient management was indicated. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service (fse) evaluation of the instrument, trouble shooting was performed, a search for similar complaints, and a review of labeling the fse evaluated the instrument and cleaned the probe. The potassium discrepant result issue was resolved though the replacement of the reagent probe. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c16000 process module, list number 03l77 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.